Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farawave procedure for atrial fibrillation, the farawave catheter was prepped without issue. The catheter was inserted into the patient and ablation started on the left upper pulmonary vein. Four basket and four flower deliveries with no issue. Wire pulled back and flower moved to left lower vein. Vein wired with merit inqwire rosen wire without issue. Deployed to basket and the physician attempted to get more inferior coverage. As the physician was manipulating the unit it was stated the wire was stuck. The physician was instructed to pause and attempt to advance wire to free the wire. Unable to advance the wire by itself. However, the whole unit was able to be moved (farawave catheter and wire together) and pull the unit as a whole (wire and catheter). The catheter undeployed with ease and attempted to move wire again but the wire was still stuck. The physician was instructed to try flower configuration to remove. Instead, physician pulled on the wire again and the rosen wire broke, but not completely. The physician stated the wire felt like it broke. Under fluoroscopy and intracardiac echocardiography (ice) the wire was still present at the catheter tip. The entire unit was removed, both catheter and wire. The rosen wire had broken (outer was spiraled) but it was intact. The catheter appeared to function normal outside the body, but wire was damaged. Both wire and catheter were replaced, and procedure continued without incident. No tissue was seen. No patient complications occurred. The procedure was completed successfully with alternate device. The device was disposed and not expected to return.